Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that during a routine follow-up, battery data from the initial interrogation was 2.76 v, 8 ua and 24.7 k ohms with an estimated longevity of 0.25 years. Based on the real-time data, estimated remaining longevity was 5.4 years. The initial interrogation was retrieved from memory that was stored from the last automatic measurement taken.